Event description:
On (B)(6) 2014, agfa exchanged a crashed digital motion control (dmc) board with a new dmc board, rev h, on a dx-d100 mobile unit that was experiencing movement issues. On (B)(6) 2014, agfa service reported that this customer in luxembourg - (B)(4), had experienced the day before, on (B)(6) 2014, undesired movement issues with the new dmc board on the same unit in which the dmc board crashed in (B)(6) 2014. The unit was being driven back to the x-ray department by the operator, and as a right turn was made the mobile unit blocked the curve movement and accelerated to maximum speed straight toward the wall. The dead-man switch was released by the operator ~ 2 meters from the wall. No harm occurred to anyone during this event. Agfa service performed checks required for mandatory service on the new dmc board, rev h, which was required for a reportable correction currently underway: FDA reference # z-1487-13. Service could not detect any specific problems. Due to possible harm the unintended movement could cause to patients or users, the unit was taken out of service and replaced with a backup unit at the customer facility. The dx-d100 unit was returned to agfa belgium for evaluation to test and simulate the problem the customer experienced. Further investigation determined that electrostatic discharges can potentially affect the proper functioning of the dmc board, resulting in unintended movement. It may not occur often, but if a high voltage discharge is produced between the arrestor connected to the frame in front of the mobile unit and a metallic plate on the floor, the dmc board could be reset. This reset could produce an unintended turning of one of the wheels on the mobile unit. Sedecal, agfa's supplier, has provided dmc isolation kits, plastic washers and screws that will isolate the dmc boards from the frame on dx-d100 units. These kits will be installed as part of the reportable correction currently underway: FDA reference # z-1487-13. The customer used their back-up unit until agfa replaced with a new dx-d100 unit, which was installed with both new dmc firmware to correct unintended movement and a dmc isolation kit to eliminate the electrostatic discharge issue. No further issues have been reported.